Manufacturer narrative:
(B)(4). Maude report #: mw5062656. Reported event of "stent difficulty removing" and ¿stent kinked.¿ the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent was implanted in the ureter on (B)(6) 2015 and was removed during a ureteroscopy procedure performed on (B)(6) 2015. On (B)(6) 2015, an attempt was made to remove the stent. However, upon removing the stent a few cm, the stent would not progress any further. Attempts were made to remove the stent, but failed. The patient was taken to the operating room for stent removal. The stent was successfully removed and was found kinked at the ureteropelvic junction. There were no further complications reported after being removed.